Event description:
The customer reported to olympus, that the front panel led was on all the time and the clock battery showed an error e310 while using the video system center. This issue was identified during the preparation for an endoscopic diagnostic procedure. To proceed with the procedure, an alternative non-olympus device was used. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation, though it is anticipated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the front panel led always being on could not be identified. Olympus will continue to monitor field performance for this device.